Manufacturer narrative:
Insulin pump received with an intermittent button due to corroded keypad traces. No button error alarm noted. Insulin pump received with cracked case at display window corners, battery tube threads and minor scratches on lcd window and missing end cap sticker.

Event description:
It was reported that the customer received a button error alarm on the insulin pump and none of the buttons were responding. The customer's blood glucose level was 20 mmol/l. The insulin pump was neither bumped nor dropped and the buttons were not pressed for longer than three minutes. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.